Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and chronic low back pain. The device and catheter were removed on (B)(6) 2012 due to infection. [Since the device was implanted on (B)(6) 2012 and explanted on (B)(6) 2012, the event occurred within that time period].

Event description:
Additional information was received from a healthcare provider. The infection was addressed and infectious disease was consulted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.